Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis manifested by cloudy effluent and abdomen pain. On the same day, the patient was hospitalized. Treatment was not reported. The patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The exact age at the time of the event is unknown. However, the patient was born in 1950.

Manufacturer narrative:
(B)(4). After treatment, the patient recovered from peritonitis.(B)(4).